Event description:
It was reported that this lead fractured and was subsequently surgically abandoned and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).